Event description:
The pt was implanted with two scs trial system percutaneous leads. It was reported the trial leads were pulled on (B)(6) 2012. After the leads were removed, the pt reported discomfort. Bleeding was also noted. Later, the pt reported experiencing numbness and weakness in the lower extremities (both feet). A hematoma was discovered on the CT scan. The pt was immediately taken into surgery for a two level laminectomy was performed to remove the hematoma. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.